Manufacturer narrative:
It was reported that during procedure the patient developed an atrial fibrillation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no allegation of malfunction against the abbott device or procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported intervention was a result of case-specific circumstance as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 20mm amplatzer septal occluder was successfully implanted in a patient. It's noted during procedure that the occluder initially exhibited a cobra deformation, but was recaptured and had normal configuration on the second deployment. Post-procedure, it was noted via electrocardiogram that the patient developed an atrial fibrillation rhythm disorder with a heart rate of 220 beats per minute. The patient was administered 500mg of cordarone. On return from catheterization, the atrial fibrillation spontaneously resolved. There was no prolonged hospital for monitoring of heart rhythm. The cause of the patient's atrial fibrillation is attributed to implant of the 20mm amplatzer septal occluder that was large for the patient's body surface area. The patient was discharged at the time of report.